Event description:
The fork was allegedly defective, causing the wheel to fall off and the consumer fell. No injury is alleged.

Manufacturer narrative:
No serious injury is alleged. Alleged malfunction. The consumer alleges a defective fork on the device, causing the wheel to fall off resulting in the consumer falling. The consumer's weight and height are unknown. The consumer's medical history and stability for using the device are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, street, or terrain are unknown.